Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds. Therefore, a lead revision was performed and the lead was explanted. The physician was unable to implant a new lead due to patient's anatomy. No additional adverse patient effects were reported.